Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed.

Event description:
It has been reported to us that the guide wire stretched out and unraveled. The physician inserted the guide wire into the patient for lead placement. The guide wire became stuck, the physician pulled on the wire and it became unraveled. The physician was able to remove the guide wire from the lead successfully. The patient is reported to be fine.